Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged monitor case) has been confirmed. Upon investigation the monitor displayed a service code 204 when a belt was connected. The monitor's electrode belt receptacle was pulled, damaging the wires in the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that the monitor belt receptacle was damaged.